Event description:
Premature battery depletion was reported. The device was removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary testing confirmed the device was at end of service. The cause of the erroneous battery voltage was a solder bridge on an integrated circuit.